Event description:
The customer stated a result of 76,428 miu/ml was obtained on a female pt in 2007 using architect total bhcg. Three days later, a second sample was obtained from the pt and a result of 14,846 miu/ml was obtained from the same architect i2000sr analyzer. This result was questioned by the physician and reanalyzed on a different architect i2000sr analyzer. The rerun result was 98,431 miu/ml. The calibration curves for both architect analyzers were acceptable and were similar to each other. Review of the architect i2000sr liquid level sense logs and pressure monitoring logs identified no issues. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.